Event description:
It was reported that the ventilator had a blower demand exceeded alarm while connected to a patient. The paramedic stated that he did not hear a leak around the cuff. The patient temporarily desaturated and returned to pre-incident saturation with manual bvm. The patient was then placed on the hospital ventilator.